Manufacturer narrative:
The customer¿s report of leaking from a connection to the b.braun cannula (contrast) was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
Report suggests not in use on a patient, leakage occurred during set up.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Report suggests not in use on a patient, leakage occurred during set up.